Manufacturer narrative:
Follow-up #1 date of submission 08/03/2016 device evaluation: the pump has been returned and evaluated by product analysis on 07/07/2016 with the following findings: a review of the black box data showed multiple unexplained reboots. A visual inspection of the pump showed that the battery compartment was cracked. The returned battery cap had stripped threads and was unable to secure. An intermittent power issue occurred with the returned battery cap. A test cap was able to secure on to the pump. The pump was then exercised for 24 hours with no power issues. Unrelated to the complaint, the display was dim and discolored. (B)(4).

Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (damage) cracked battery compartment issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.